Event description:
Sales representative reports the tip of the trauma catheter broke off and remained in the patient. At this time, it is unclear if this will cause injury to the patient. Additional information has been requested.